Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation and visual inspection noted eschar in the jaw hinge. The reported condition was not confirmed. Investigation found that the device was not latched when received. The device was activated on simulated tissue and the jaws released normally. The handle was latched and unlatched without difficulty. The IFU instructs the user to open the jaws by pushing forward on the handle. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the jaws of the device could not open. Additional questions in regard to the incident have also been asked with no response from the site.